Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized due to low blood glucose. It was stated that the customer has been changing the infusion sets 3 times per day; she is using hydrocortisone not insulin. Low blood glucose was caused by adrenal insufficiency. Customer was also hospitalized on (B)(6) 2015. It was stated that the drive support cap appears recessed. Device was not exposed to a magnetic field. Blood glucose value is 61 mg/dl. Nothing further reported.